Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear exhibited damage to the tip of the dilator. This dilator damage was noted upon opening of the sheath. No damage to the device package was noted. The sheath and dilator were replaced, and the procedure was completed without patient complications. The sheath is expected to be returned for analysis.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear exhibited damage to the tip of the dilator. This dilator damage was noted upon opening of the sheath. No damage to the device package was noted. The sheath and dilator were replaced, and the procedure was completed without patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
G3: bsc aware date- corrected to be 12-jun-2025 as this is when boston scientific first became aware of this event. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.